Manufacturer narrative:
E1: (B)(6). One device was received for investigation. Visual inspection found a damaged dso seal and damaged battery compartment. The reported complaint was confirmed. The root cause is a damaged battery compartment. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there is a problem opening to insert battery. There was patient involvement and no patient harm/adverse event reported.